Event description:
Customer reported poor image quality, a broken lock, boost mode won't work, and rotation motion is jerky. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the camera lens, and was not able to reproduce the other problems. System operates as intended.